Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for six (6) colony forming units (cfus) of microorganisms. The following microorganisms were detected: staphylococcus hominis; roseomonas mucosa; micrococcus yunnanensis. After a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure therapeutic procedure and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the legal manufacturer¿s investigation. No destructive sampling was performed due to an initially erroneous result classification, which had been documented as a protocol deviation. The device was returned to an olympus for evaluation. The bending section cover glue had a crack on the plastic distal end cover. The legal manufacturer performed an investigation. The device history record (DHR) for this device was reviewed and the record indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. No information was provided on the procedure end time was provided from the study site, so it could not be finally concluded if a potential delay in starting manual cleaning may potentially have impacting the overall reprocessing result. Roseomonas mucosa is a high concern gram-negative coccobacillus, which is mostly isolated from environmental areas, such as water, soil, air, and plants. Although roseomonas mucosa shows low human pathogenicity, it can lead to systemic infection in immunocompromised patients. Staphylococcus hominis is a low concern gram-positive bacterium, forming spherical cells in clusters. It is commonly found on human and animal skin. Micrococcus yunnanensis is a low-concern gram-positive coccus that can be found in the environment. It has been isolated from plant roots and only been noted as an opportunistic pathogen with immunocompromised patients. Staphylococcus lugdunensis is identified as a high concern organism per the olympus protocol, though not per food and drug administration (FDA) definition for the study. Based on the sponsor¿s literature research roseomonas mucosa has so far not been described in literature as being associated to contamination or patient infection related to ercp. The root cause of the issue could not be conclusively specified. In view of the nature of all of the identified organisms and the limited number of one (1) colony forming unit of high concern roseomonas mucosa, the observed high concern contamination may have not been related to the previous patient use, but most likely had been attributable to the reprocessing and / or sampling handling and the environment. The instructions for use (IFU) provides the following guidelines: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
A visual inspection of the scope for clinical sampling was performed by the facility. The forceps elevator and body surface around the elevator had no visible debris. The objective lens and light guide lens at the distal end of the insertion section had no residue or stains and no scratches or cracks. The glue around the lenses was not discolored or pitted and the glue was not peeling or chipping. The air water nozzle at the distal end of the insertion section did not appear damaged and there was no visible debris. The distal ring at the distal end of the insertion section had no cracks or dents on the ring. The glue around the ring was not discolored or pitted and the glue was not peeling or chipping. The white isolation block at the distal end of the insertion section did not have any cracks or dents. The surface of the distal body at the distal end of the insertion section had no corrosion and no debris. The glue condition around the left side surface of the distal end was not discolored nor pitted, had no cracks, and had no peeling or chipping glue. The facility reprocessed the scope in an oer-elite automatic endoscope reprocessor (aer). Sampling of the scope for culture testing was performed by the facility. All personal protective equipment was worn. The sampling was pre-disinfected using provided disinfectant. All the necessary supplies were aseptically placed in the sterile field. No defects were in this sample collection container and solution no other person other than olympus staff entered the sampling area. The distal end was inspected. No visible debris was observed. The correct surfaces of the distal tip were swabbed. The correct areas of the elevator recess were brushed and flushed. The instrument channel was brushed and flushed. No significant deviations in regard to aseptic or sterile technique during sampling that could have contaminated the sample. All the correct sterile components and materials were used. No sampling instruments touched any non-sterile areas or surfaces besides the scope. No gloved hands made any contact with non-sterile surfaces. The scope was properly dried using filtered compressed air after sampling was completed. An olympus endoscopy support specialist (ess) visited the customer on january 25, 2023, to perform an observation of the reprocessing techniques. The facility did not check the accessories before using them, and flushed the scope with the 3rd party flushing machine before flushing the scope with water through the distal tip flushing adapter. Ess corrected the facility and re educated them on tjf-q190v reprocessing. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
As part of the olympus 522 post market surveillance study, the distal end of the evis exera iii duodenovideoscope was microbiologically cultured and tested positive for six (6) colony forming units (cfus) of microorganisms. The following microorganisms were detected: staphylococcus hominis; roseomonas mucosa; micrococcus yunnanensis. After an unspecified therapeutic procedure and post reprocessing, samples were collected and sent to an independent laboratory for testing. No patient injury was reported.